Event description:
It was reported that ongoing occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer continued to use original pump supplies and resumed insulin to address the issue. Customer¿s blood glucose (bg) level was 561 mg/dl with ketones. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that same day.